Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous coronary intervention procedure. The whisper guide wire was advanced to the obtuse marginal coronary artery and separated in two pieces. In retrospect, the physician thought that the guide wire may have prolapsed inside the guide catheter during advancement, resulting in the wire separation. The proximal segment of the wire was removed manually. The distal segment of the wire was partially still inside the guide catheter. A 2.5x8 mm trek dilatation catheter was advanced to the guide catheter and inflated inside the guide catheter in an attempt to trap the separated wire segment against it. The trek and guide catheter were removed as a unit, but the separated guide wire remained in the obtuse marginal artery. A snare was inserted and attempted to remove the wire, but was not successful. It was decided to take the patient to surgery. The guide wire was surgically removed during coronary artery bypass graft surgery. There was no additional information provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. The reported materials too soft, flexible or prolapsed/device operates differently than expected was unable to be confirmed on the returned section of the guide wire; additionally, the distal end of the separation was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported material separations and materials too soft, flexible or prolapsed/device operates differently than expected appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.